Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.25mmx20mm synergy&#10244;rug-eluting stent was advanced for treatment; however resistance was encountered and the stent failed to cross the lesion. Upon removal, it was noted that the mounted stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.